Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evaluation?: yes? D.10. Returned to manufacturer on: (B)(6)2020. H.6. Investigation: one sealed 32g x 4mm pen needle polybag and five photos were returned from lot. No. 9338810, cat. No. 320559. Visual examination was carried out on the returned sample and photos and poor print on the front and back of the polybag was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause this issue was supplier related and will be investigated under qn(B)(6).

Event description:
It was reported that the pen ndl 32g 4mm pro 14 bag 700 case jpx experienced illegible/misaligned label information which was noted prior to use. The following information was provided by the initial reporter: the print on a polybag was misaligned.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the pen ndl 32 g 4 mm pro 14 bag 700 case jpx experienced illegible/misaligned label information which was noted prior to use. The following information was provided by the initial reporter: the print on a polybag was misaligned.